Event description:
The customer reported blower temp high: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. No patient harmwas reported. Patient information rhas been requested.